Manufacturer narrative:
Additional information received indicated a nim mainframe that was used in the event was returned; it was reported that the nim mainframe did not pass the self test. Concomitant medical products: 8253002: nim response 3.0 mainframe, serial # (B)(4), lot # 206033989, manufactured date -jul/20/2012, 510(k) # k083124. The nim patient interface (product #: 8253200) and the nim mainframe (product #: 8253002) were returned for evaluation. Evaluation of patient interface (product #: 8253200) could not duplicate customer's complaint of no nerve reaction. There was no fault found with the device. Evaluation of the nim mainframe (product #: 8253002) confirmed the customer¿s complaint: ¿did not pass the self-test.¿ analysis found that the device would not boot up and the dsp board failed.

Event description:
Additional information received indicated a nim mainframe that was used in the event was returned; it was reported that the nim mainframe did not pass the self test.

Manufacturer narrative:
Analysis of the patient interface (product #: (B)(4) has been updated. There is wave and tone on the device when stimulated but the device is noisy. There is no fault with the device as it relates to complaint however the device was noisy. A/I pcb on the device was loose. The device was repaired, tested to all manufacturing product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no nerve reaction before the surgery. There was no patient impact.

Manufacturer narrative:
(B)(4). Concomitant products: UDI number for nim mainframe 3.0 ¿ (B)(4). Date MFR. Rec: feb 20, 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.